Manufacturer narrative:
Per the clinic, it is now reported that there was no infection. This report is submitted on september 13, 2021.

Manufacturer narrative:
This report is submitted on aug 19, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and an infection. However, the issue could not be resolved. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not taken place as of the date of this report.